Manufacturer narrative:
No product returned for evaluation. Literature review: "contraindications, the nvm5® system may not be effective, and is not intended for use, when neuromuscular block or epidural blocks have been used for, or in conjunction with, anesthesia. Contraindications to use of transcranial motor evoked potential (mep) monitoring include epilepsy, cortical lesions, convexity skull defects, raised intracranial pressure, cardiac disease, pro-convulsant medications or anesthetics, intracranial electrodes, vascular clips or shunts, and cardiac pacemakers or other implanted biomedical devices. Otherwise unexplained intraoperative seizures and possibly arrhythmias are indications to abort mep." "Contraindication: do not use cutaneous electrodes for stimulation (stimulation electrodes) if the patient has a cardiac pacemaker, implanted defibrillator, or other implanted metallic or electronic device. Such use could cause electric shock, burns, electrical interference, or death." "Warning: patients with implanted electronic devices, such as cardiac pacemakers, should not be subjected to electrical stimulation unless specialist medical opinion has first been obtained."

Event description:
Received information stating that on (B)(6)2017, patient underwent a discectomy infusion with posterior fixation reportedly with no complications. As per reporter patient expired that night due to acute myocardial infarction. No allegation of product malfunction.